Manufacturer narrative:
Additional information: this failure mode is monitored through risk management and product performance monitoring activities.

Event description:
Reportedly, during in situ measurements high impedance was detected on 11 electrodes. Re-implantation is being considered.

Event description:
Reportedly, during in situ measurements high impedance was detected on 11 electrodes. Re-implantation is being considered.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Conclusion: overload fractures in the active electrode which are consistent with an external mechanical impact were determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
Reportedly, during in situ measurements high impedance was detected on 11 electrodes. The user has been re-implanted.